Event description:
Complainant alleged that the medics were defibrillating pt, who was in cardiac arrest, but when the 360 joule shock was delivered, the pt jerked and a spark was observed emanating from the anterior electrode. The pads were then removed from the pt, and fresh electrodes were applied to the pt and treatment was continued without further incident. The complainant indicated that there was adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report numbers 1220908-2000-01099, 1220908-2000-01101 and 1220908-2000-01153, which documented three other similar, but different events that occurred in this facility. In addition, please reference the copy of the user medwatch report documenting this event.